Manufacturer narrative:
Investigation results: visual evaluation of the returned device revealed that the catheter was damaged; it was torn and has evidence of melting at 10.2 cm to 13.1 cm from the flare section. The cautery pin was disassembled and was found to have evidence of burn at the middle section. Electrical resistance testing was performed and resistance measured at 10.9 ohms, within manufacturing specifications. The reported complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare failed to deliver current and was unable to cut the target polyp. It was noted that the catheter was detached and the wire inside the sheath was broken. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare failed to deliver current and was unable to cut the target polyp. It was noted that the catheter was detached and the wire inside the sheath was broken. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.